Manufacturer narrative:
A.1.-a.5. Patient information was not provided. D.4 unique device identifier (UDI) number is not available for this product as it is a class ii medical device manufactured before september 24, 2016 which is the FDA compliance date to implement UDI code. H11: log files were retrieved from customer and analysed, and an internal timeout which interrupted the communication with the clamp was found out, confirming the reporting condition. Through follow-up communication, livanova learned that the customer experienced the event only on this specific occurrence. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report of an electrical remote-controlled tubing clamp (erc) which suddenly stopped working, followed by ''arterial clamp does not open/close'' error message displayed. The event occurred during procedure. There was no patient injury.